Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, the fse confirmed usm 1 was causing errors 319 and replaced the universal surgical manipulator (usm) to resolve the error issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation of the returned usm confirmed the customer reported complaint. The unit was returned for failure analysis and the reported 319 error axes controller, carriage (acc) was confirmed/replicated. The unit failed in normal mode and generated a 319 fault on acc. Rolling loop fiber also found badly walking inside spar housing. Swapped with a new fiber cable caused the error to not occur. Re-installed the original fiber cable and the unit triggered back the 319 error on acc. As a fix, the rolling loop assembly will be replaced. After the repair, the unit was returned to fa for further testing and the usm unit passed all additional tests related to the reported problem.

Event description:
It was reported that during a da vinci-assisted ventral hernia intraperitoneal onlay mesh (ipom) surgical procedure, arm 1 was disabled following error 319. They have power cycled and the error persisted. Customer has arm 1 currently not in use. The technical support engineer (tse) confirmed error 319 in logs on universal surgical manipulator (usm) 1. The tse recommended the caller emergency power off (epo) patient side cart (psc) after the surgery. The customer was proceeding with the case. The procedure was completed as planned with no reported injury. The customer called back to further understand details regarding this arm being disabled and how to move the arm. Doctor also joined the call to discuss movement of the arm and re-enable of the arm, which the technical support engineer (tse) informed the caller that re-enable of the arm was possible through power cycling which caller reports they performed twice prior to calling. The tse informed caller that if they power cycle and attempt to move the arm prior to disable the arm, it may be able to move. Customer power cycled system in an attempt to move arm 1 prior to disable which was unsuccessful. Dr. Reported that he was able to physically move the arm (overpowering the brakes) to get it in a position which they could proceed with the next portion of this case).